Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The permanent cautery hook (pch) instrument was analyzed and found to have a broken monopolar yaw pulley at the posts. Broken piece(s) were missing as a result of breakage. Size of missing piece measures approximately 0.92mm x 0.92mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. Additional findings related to the reported complaint included: the instrument was found to have multiple indentations/burrs on the outer face of the distal idler pulleys. There were pieces missing measuring approximately 0.17mm x 1.75mm. Grip cables components adjacent to this indented pulley showed damage. The instrument was found to have a segment of the conductor wire dislodged from the distal clevis. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed the electrical continuity test. Further, the instrument was found to have a derailed grip cable at the distal monopolar yaw pulley. The yaw motion may be non-intuitive as a result.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument's distal tip was broken. There was no patient harm reported.